Event description:
A malfunction on the pump was reported by the caller, with the malfunction code malf 16 displayed. It is unknown if the issue caused the customer's blood glucose level to exceed 500 mg/dl, as the caller declined to answer. Tandem technical support provided pump reset information and assisted in resetting the pump, but the malfunction code recurred. A replacement pump was sent to the customer, who will use multiple daily injections as backup therapy. Instructions were provided to the caller regarding how to store and return the malfunctioning pump and further training information will be available through their tandem source account.